Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the strong pulsing sensation was due to the magnetic induction in a furnace used to melt steel. The manufacturer representative stated that to their understanding, the issues had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had issues with their device. The patient was at work walking in their foundry and was in close proximity to a magnetic induction furnace used to melt steel. When the furnace cycled on, the magnetic field put out by the furnace was strong and caused the patient¿s ins to pulse strongly. As a result, the patient stumbled and fell; they almost fell into the furnace. It was noted that the patient visited their physician and was told that their insurance wouldn't cover the removal of the device. The manufacturer representative believed that the patient had an ¿older device.¿ no further complications were reported or anticipated. Indication for use is unknown.